Manufacturer narrative:
This report is for an unknown locking screw. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a short trochanteric fixation nail (tfn), tfn lag screw, and 5.0 locking screw were removed on (B)(6) 2017 due to malunion. The existing hardware needed to be removed prior to total hip procedure. The patient will be revised to a competitor's devices. The hardware was removed without incident and all intact. The hardware was originally implanted in 2014 due to an intertrochanteric fracture. The surgery was completed successfully with no delay. The patient was stable following the procedure. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).